Manufacturer narrative:
(B)(4). The batch review cannot be performed since there was no lot number provided. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to their baxter sales representative (bsr) that the clearlink valve of the clearlink catheter extension set, product code 2n8378, lot number unknown, is not secure and sometimes when they remove a syringe after drawing blood it comes off and the patient loses blood. There was no patient injury, adverse event or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Sample availability is unknown at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted.complaint no: (B)(4).